Manufacturer narrative:
Product analysis: the product was discarded; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a 23 millimeter (mm) transcatheter bioprosthetic valve, a cut-down of the left femoral artery was performed for access. A 16 french non-medtronic sheath was advanced fully into the vessel over a non-medtronic extra stiff guidewire and a medtronic guidewire was inserted into the ventricle. This 16 french delivery catheter system (dcs) was advanced over the medtronic guidewire with the valve loaded into the capsule. The nose cone would not advance past the left external iliac artery due to calcium. The system was removed and not used for implant. A different model 23 mm valve was loaded onto a 14 french dcs. An 18 french non-medtronic sheath was attempted but could not be safely advanced and the case was aborted. The left external iliac artery was found to have a dissection upon angiogram at the end of the procedure. Vascular surgery with patch repair was performed. Per the physician, it was unknown whether the dcs or the non-medtronic sheath caused the dissection. No closure devices were used prior to noting the injury. The patient was reported to be recovering well and a future valve replacement procedure using a left subclavian artery cut-down access is planned. The patient anatomy was reported to be mildly tortuous with a minimum access vessel diameter mean of 6.5 mm. No additional adverse patient effects were reported.